Manufacturer narrative:
(B) (4): evaluation results: other, device history found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality lab, all leaflets were in the closed position and were flexible and intact. Natural fenestrations were noted in the lunula of the non-coronary and left cusps adjacent to the right non-coronary and non-coronary left commissures. Tiny tears and abrasions in the free margin of the non-coronary and left cusps adjacent to the right non-coronary and non-coronary left commissures appeared to have occurred during the procedure. Note: both sets of fenestrations are deemed acceptable per medtronic's mfg document. All commissures were intact. Conclusion: cause of event determined to be user error. The device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. This valve archived as meeting specification.

Event description:
Medtronic received info that the surgeon thought that this bioprosthetic valve was improperly sized because of the difficulties experienced during seating the valve. It was reported that while implanting the valve (using force) a small rupture of the aorta occurred. The aorta was successfully repaired after removal of the valve with no adverse pt effects.